Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture ("changing in shape"). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.